Event description:
It was reported that the ilet touchscreen was intermittently unresponsive to finger input, while operation with a stylus functioned as expected, and the user was guided to perform a sensor recalibration by holding the wake button to improve capacitive touch responsiveness. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the device responded after recalibration steps and stylus use, indicating restored touch functionality. It was concluded that the event involved a transient touchscreen responsiveness issue that was mitigated through troubleshooting without clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.